Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting and complaints of drain complications during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 225/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed the infection was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and was prescribed a one-time dose of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event while remaining asymptomatic with good response to antibiotic therapy. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse events of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis is unknown; however, it was confirmed by a medical professional this infection was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). This is further evidenced by the presence of an opportunistic microorganism that is typically found in aqueous habitats, including plant rhizospheres, animals, foods, and water sources. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting and complaints of drain complications during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 225/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed the infection was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and was prescribed a one-time dose of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event while remaining asymptomatic with good response to antibiotic therapy. The patient continues ccpd therapy on the same liberty select cycler at home following this event.